Manufacturer narrative:
Overall, no systemic product problem is suspected. Both dual positive results show clear amplification of both targets and no hardware defects were identified. The analyzer and assay are performing as intended as samples at the limit of detection can generate wavering results as observed in both alleged samples. Review of the provided data suggests that both dual positive results are true positive results for both targets. As both runs generated a CT value at the lod for one of the two detected targets, it can be concluded that the likely cause of the discrepancies is due to the low titer viral load of influenza a in run #9340 and sars-cov-2 in run #9427. Samples that are low titer and generate a CT at the limit of detection for the assay can generate wavering results upon repeat, especially when repeated on assays with different sensitivities.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united kingdom alleged a discrepant result for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged samples initially generated positive results for sars-cov-2 and influenza a (influenza b negative). The same samples were retested on another platform (hologic panther) and generated a positive result for a single target. However, it was not confirmed which target was detected. Unknown if the results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 mdrs will be filed.